Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intravenous claforan (dose, route, frequency, and duration not provided) and intraperitoneal fortum (dose, route, frequency, and duration not provided) for peritonitis. It was reported that patient's transfer set was changed and therapy remained ongoing. Eleven days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.